Manufacturer narrative:
This complaint was originally filed under medwatch 3007305485-2022-00099. Additional information was received on 26jul22 that changed which device actually fragmented and therefore the manufacturing location changed as well. Manufacturer narrative: reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A review of the device history record could not performed as the lot for the item is not valid. (B)(4). Per the instructions for use, the user is advised the following: during trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device 60-6010-002, universal plus-hand ctl pistol, was being used during a laparoscopic cholecystectomy on (B)(6) 2022 when it was reported that the ¿tip of universal plus probe came off inside patient¿. They looked for the tip for 20 minutes causing unnecessary prolonged surgery time and they almost had to open the patient. Further assessment found the device tip fell into the surgical site and was retrieved using a laparoscopic grasper. The patient was not injured and there was no medical/surgical intervention required or extended hospitalization needed for the patient. The patient is said to be stable. Additional assessment was received on 26july2022 that universal plus-hand ctl pistol handle did not break but that the 60-5272-127 lap elect, removable,27,l-hook that was being used with the control pistol is what actually fell off inside the patient. The whole electrode tip came off intact and was retrieved with a laparoscopic grasper as previously stated. Therefore, the complaint will be filed against the 60-5272-127 lap elect,removable, 27, l-hook and the 60-6010-002, universal plus-hand ctl pistol will be listed as a concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence